Manufacturer narrative:
No device analysis results are available as the device was never used. A review of the device history record was performed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that during the cardiomems implant procedure, the physician had difficulty positioning the guidewire and upon attempting to get the wire to go over to the medial branch, the patient coughed around the same time of trying to wire the target vessel, and hemoptysis was noted. The patient's oxygen saturation dropped to approximately 84% and they were placed on 4 liters of oxygen. Patient's blood pressure, heart rate, and EKG remained unchanged. Angiograms of the suspected area of puncture were taken but could not identify a source of bleeding. It is thought the hemoptysis may have been due to possible injury to a small branch or capillary. The physician aborted the procedure and the patient was hospitalized for monitoring. The hemoptysis self-resolved within approximately 10 minutes of starting. Physician noted the delay to the procedure was due to the technically challenging anatomy to get into the pa itself, not a result of the catheters and guidewires used. There were no other adverse consequences to the patient and the patient has remained stable, and in the hospital for monitoring as part of the standard of care. The cardiomems sensor delivery system was never used.